Event description:
It was reported that the tubing of a solution administration set disconnected from the chamber. This occurred during priming with nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tube was disconnected from the chamber. Further visual inspection revealed that the tube had been inserted into the chamber within specification. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.